Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that an increasing number of channels are revealing intermittent high impedances. In 2005, channels 3, 9 and 11 were hi. The following month, channels 2, 3 and 4 were hi. In 2006, channels 1, 2, 4, 6, 7, 10 and 11 were hi. The pt will be re-implanted, but there is no fixed appointment due to delays with the insurance.